Event description:
It was reported that an animal underwent an ovarian pedicles procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: photo analysis: two pictures were received for evaluation. Upon visual inspection of the pictures received an opened box and a sealed foil packet of product code z339 were observed, the reported condition could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date & event day? Did the surgery was completed successfully? If yes what was used to complete the procedure? Did the patient suffer from any consequence due to the issue? Could you please confirm what was broken? Events reported via: 2210968-2021-11217, 2210968-2021-11216 and 2210968-2021-11218.